Event description:
It was reported that the patient experienced a severe hypoglycemic event with a blood glucose of 35 mg/dl, self-treated with glucagon, after which breakfast meal announcements were described as maladapted; customer care assisted with a factory reset of the ilet and connection to the ilet mobile app, and the medical device problem and device component could not be specified due to insufficient information. Symptoms included hypoglycemia with shaking or tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.